Event description:
It was reported that during a stenting treatment procedure, removal difficulty occurred. The target lesion was located in the calcified and moderately tortuous carotid artery. An unspecified 6f sheath was placed in the common iliac artery. The 190cm filterwire ez crossed the lesion and filter expansion was performed successfully. During removal of the delivery sheath, the filterwire ez got stuck approximately 3cm from filter loop with the sheath and it was unable to pull or advance the outer sheath. The delivery sheath was "forcibly" pulled and the delivery sheath peeled away. They were unable to pull or advance the sheath. The filterwire ez and delivery sheath were removed together. A non-bsc guide wire was used to complete the procedure. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a stenting treatment procedure, removal difficulty occurred. The target lesion was located in the calcified and moderately tortuous carotid artery. An unspecified 6f sheath was placed in the common iliac artery. The 190cm filterwire ez crossed the lesion and filter expansion was performed successfully. During removal of the delivery sheath, the filterwire ez got stuck approximately 3cm from filter loop with the sheath and it was unable to pull or advance the outer sheath. The delivery sheath was "forcibly" pulled and the delivery sheath peeled away. They were unable to pull or advance the sheath. The filterwire ez and delivery sheath were removed together. A non-bsc guide wire was used to complete the procedure. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by MFR.: during the visual and microscopic examination of the returned device, the radiopaque distal tip of the protection wire was found severely curved, wavy, and had been stretched approximately 8 mm on its proximal portion. The filter bag was found deployed. Blood was found inside the delivery sheath. The protection wire was found exposed out (found popped out) of the slit in the delivery sheath from 7 cm (at the clear tubing) to 29.5 cm, when measured from the distal tip of the delivery sheath. 4 mm of the delivery sheath was found damaged at the distal part of the sheath. The device was found curved at the nosecone, spinner tube, and the distal end of the sheath. The delivery sheath and wire were found curved at approximately 104.5 cm, when measuring from the distal end. The wire torque was found attached to the protection wire at 119 cm, when measured from the distal tip of the protection wire. The delivery sheath was found partially peeled away from the protection wire at approximately 9 cm, when measured from the exit port of the delivery sheath. The device passed the sheathing/unsheathing test successfully. The filter bag was successfully retracted and then deployed; the filter bag was observed to be in good condition and met specifications, no anomalies were observed. The slit was present in the delivery sheath and met specification. The peel away test was successful, no anomalies were observed. No defect or non-conformance was confirmed with the device that could have caused or contributed to the complaint event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as performance was limited due to anatomical procedural factors. (B)(4).